Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The final inspection of the reported device and its procedure pack revealed no deviations and the environmental conditions during storage were within the limits. The visual and functional investigation did not confirm the shape development failure of the device, as reported by the customer. According to the customer the device could be loaded but with resistance. The retraction force measured during the investigation was within specification. Therefore, the origin of the defect could not be determined and a definitive root cause could not be established. A4 is unknown.

Event description:
It was reported that: the defect measured 24mm from balloon sizing so the surgeon chose a 27mm occlutech asd occluder. When he tried to load the device after flushing it into the loader, he had a hard time pulling it in. He tried again and although seem tougher than it should have been, he was able to load the device into the loader. When he deployed it into the left atrium, the left atrial disc would not go into the flat shape and appears it was stretched out into a more thick shape. He pulled it into the loader and tried unsheathing again into the left atrium but did the same thing. So he removed the device as it was not the right shape. He placed a competitive device at that point.